Event description:
It was reported that during a coronary drug eluting stenting procedure, balloon withdrawal difficulties and a catheter fracture occurred. The lesion being treated was located in the heavily calcified, very tortuous, 80% mid right coronary artery (rca). The vessel was pre-dilated. The physician deployed a taxus express2 3.00x24 mm drug eluting stent and deflated the balloon without complications. Upon attempting to withdraw the balloon there was severe resistance. After multiple attempts to removing the stent delivery system (sds) the catheter fractured and was stuck in the artery. The physician attempted to removed the sds catheter by passing a luge wire to the area inside and distal to the stent. The luge wire would not pass the stented area. The wire became tangled with the broken sds. The wire and sds were then able to be pulled out together. There were no reported pt complications. The pt was discharged the next day.